Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). (B)(4) relates to the thromboembolic occlusion of left afs (study leg) 5 days prior to 12 month fu with the first stent used. This file will capture the thromboembolic occlusion of left afs (study leg) 5 days prior to 12 month fu with the second stent used. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: it should be noted that the instructions for use (ifu0058) lists the following as a potential adverse event: ¿restenosis of the stented artery¿. As per clinical input, ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. The occlusion and subsequent ischaemia in the left lower leg could possibly be caused by a combination of the patient's pre-existing conditions. As previously noted, "restenosis of the stented artery" is listed as a known potential adverse event in the IFU. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, endovascular therapy was attempted via intraarterial lysis. During the following night, the patient developed critical ischaemia in the left lower leg and underwent emergency surgical treatment at the dawn of (B)(6) 2024 by means of femoropopliteal bypass and lower leg compartment fasciotomy, as revascularization of the left afs and popliteal artery was not possible despite the previous lysis attempt and neither surgically. Complaints of this nature will continue to be monitored for similar events.

Event description:
Date of initial procedure (B)(6) 2023. Both stents placed left leg sfa, 2 zfv6 devices implanted. No aes documented during the procedure or discharge. (B)(6) 2024: a planned interim appointment at the department of vascular surgery took place on (B)(6) 2024, due to the increased individual risk profile and the complex revascularization. Patency of both study stents within left afs was confirmed using doppler ultrasound. Patient had unchanged preexisting pain in the right (contralateral) lower leg at 600m walking distance, no pain in the left (study) leg. (B)(6) 2024: a planned interim appointment at the department of vascular surgery took place on (B)(6) 2024, due to the increased individual risk profile and the complex revascularization. Patency of both study stents within left afs was confirmed using doppler ultrasound. Patient had worsening of the preexisting pain in the right (contralateral) lower leg now at only 200m walking distance. Still no pain in the left (study) leg. (B)(6) 2024: the patient presented to the emergency room on (B)(6) 2024, with a cold painful left leg (study leg), with onset on this day. Initially a high-grade stenosis of the left afs was diagnosed using doppler ultrasound at the ER. On the next day, (B)(6) 2024, an angiography was performed, here diagnosis of a complete occlusion of the left afs including both study stents and also the distal stent graft in the left popliteal artery with perfusion of the left lower leg vessels via pre-existing established collateral vessels. Endovascular therapy was attempted via intraarterial lysis. During the following night, the patient developed critical ischaemia in the left lower leg and underwent emergency surgical treatment at the dawn of (B)(6) 2024 by means of femoropopliteal bypass and lower leg compartment fasciotomy, as revascularization of the left afs and popliteal artery was not possible despite the previous lysis attempt and neither surgically. Relationship to study device(s) ¿ possible: if related (possible, probable, causal), provide a detailed description of how the study device(s) caused or contributed to this event: there was a total occlusion of almost the whole left afs with only a short proximal segment still patent. Both study stents but also the segment between the study stents and also the distal adjectant stent graft (non-study device!) Were occluded. It is impossible to determine the specific localization of the initial source of the occlusion. Relationship to study procedure ¿ possible: if related (possible, probable, causal), provide a detailed description of how the study procedure caused or contributed to this event: the event occurred almost 1 year after the index procedure. It is impossible to determine if vessel preparation/angioplasty or mere wire/catheter passage during the index procedure ultimately led to vessel damage to contribute to the new occlusion event. This file will capture the second stent used zfv6-125-68.0 lot c2073029 (distal). Patient outcome: ongoing.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.